Manufacturer narrative:
Patient was 86 years old, male, weight 57 kg and involved in a reimplantation and dj stenting procedure.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) was installed on the test system. The system started up without any errors. The image quality was sharp, no noise, and not tinted. During visual inspection, the whole hrsv was contaminated with dust particles.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported right eye console's vision lost. The site proceeded with the surgery with one eye. The procedure was completed as planned with no reported injury.